Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that a screen resolution was detected. A shift of 8 mm was observed between the 3d and the 2d. The internal complaint reference is the following: (B)(4).

Event description:
During the registration step, it has been reported that a software failure has been detected. It was impossible to perform the registration step. A surgery delay has been reported < 30 minutes.